Manufacturer narrative:
(B)(4). Batch # m91919. The device was received with the electrode, ceramic and active rod detached from the device and was returned with the device. Upon visual inspection to the device no anomalies were observed with the jaw as reported in the event description. The device was tested on the generator, this resulted in the ¿close jaws on tissue and reactivate¿ alert screen, this is advising the generator cannot deliver energy. Then the "replace instrument" screen would be displayed after receiving the "close jaws on tissue and reactivate" message twice. There is insufficient evidence related to what caused the damage on the device. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch #unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a total laparoscopic hysterectomy procedure, the jaws of the instrument broke. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.